Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was received fully applied with interlock engaged. The knife blade noted no damage. The sulu was reset with staples from a test sulu and loaded into the returned stapler. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after loading the stapler while the device was being applied to the broken duodenum during an open whipple procedure , the two jaws of the device were found difficult or unable to close. The two halves did not join and lock into place as usual at the hinge pin. The white flag interlock was already engaged but some staples were badly formed after firing. In order to complete the case and fix the staple line, manual stitching was done. There was no patient injury.